Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer's mother stated that her son had a pump and the down arrow button was not working. Customer's mother stated that she noticed it two weeks ago and after changing the battery last week, the pump is not working at all. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back-up plan per health care professional's instruction. No additional information provided.